Event description:
On (B) (6): customer reports (B) (6) male having a CT chest with contrast. Technologist loaded an optiray 300 100 ml prefilled syringe into side a and a prefilled saline syringe into side b. IV access was the antecubital, but unk which side. Injection protocol not provided. Injection started. Technologist realized injection not proceeding as normal and terminated the injection. When the technologist evaluated the contrast syringe, it was noted to have approx 60 ml of air. Customer indicates approx 30 ml of contrast and 30 ml of air were injected into the pt. Pt did not exhibit any symptoms or problems. A f/u CT and chest x-ray were performed and pt observed for 5 hours post exam. No adverse event.

Manufacturer narrative:
The field service engineer verified proper operation of this unit per the injector's service checklist and no problems were found. The injector was operating per design and manufacturers' specs. There was no defect nor malfunction of the injector related to the air injection event. The unit was returned to full service by the customer.